Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 3006705815-2020-02110. It was reported the patient was having high impedance issues. Patient was also experiencing pain at the ipg implant site (related report manufacturer number 1627487-2020-21356) in turn, surgical intervention took place during which the existing leads and ipg were explanted and replaced. Effective therapy established post-op.